Event description:
The customer reported "o2 and heart readings are unstable, with good signal and patient looks fine." No consequences or impact to patient were reported.

Manufacturer narrative:
Attempts have been made to obtain the product. The product has not been returned to masimo to allow an analysis to be performed. If the product is returned for evaluation or new information is obtained, a follow up report will be submitted.

Event description:
The customer reported "o2 and heart readings are unstable, with good signal and patient looks fine.". No consequences or impact to patient were reported.

Manufacturer narrative:
Additional manufacturing narrative: other, other text: the returned device was evaluated. The device passed functionality and was able to obtain measurements with all the enabled parameters. The device passed accuracy simulation tests and no product performance issues were identified related to spo2 and pulse rate. The reported issue was not duplicated.